Manufacturer narrative:
Device evaluation: 1 unit of lot c2178416 of echo-19 was returned for evaluation opened in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on (B)(6) 2025. On evaluation of the devices the following observations were made: visual inspection: stylet cap returned separately to device. Approx. 3cm of proximal end of stylet wire observed coming out of needle hub. (Ruler ipe-0402 calibration due jan2035) distal end of needle examined, and no issue observed. Needle removed from device and kink below sheath extender observed. Functional inspection: sheath extender able to advance and retract with slight difficulty. Needle able to advance and retract with slight difficulty. Manufacturing records: prior to distribution, all echo-19 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c2178416 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, (ifu0101) which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. Possible root cause was determined and attributed to proximal needle kink which occurred due to damage occurring during setup or insertion/advancement through the scope, leading to needle kinking below the sheath extender, as observed during lab evaluation. The proximal needle kink may have prevented the stylet from retracting properly, and applying additional force to remove it could have caused it to snap or break, as reported by the customer. Additionally, the proximal kink may have contributed to the needle/sheath advancement issue noted both in the lab evaluation and by the user. A CAPA (pr 217973) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this kink is considered outside the scope of the CAPA. Summary: according to the customer, there was a high degree of difficulty when attempting to remove the stylet from the eus needle and that the stylet snapped. Confirmed quantity of 1 device, confirmed used. Complaint is confirmed based on the functional and visual inspection. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined. A possible root cause could be attributed to damage occurring during setup or insertion/advancement through the scope, leading to needle kinking below the sheath extender, as observed during lab evaluation. The proximal needle kink may have prevented the stylet from retracting properly, and applying additional force to remove it could have caused it to snap or break, as reported by the customer. Additionally, the proximal kink may have contributed to the needle/sheath advancement issue noted both in the lab evaluation and by the user. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 16-may-2025.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Per the complaint email: I am reporting a product complaint from oregon health & sciences university (c11300-0) regarding product g31520. The event occurred on thursday, 2/6 and I was notified on thursday, 2/6. I do not yet have the lot number of the affected item. The physician reported that there was a high degree of difficulty when attempting to remove the stylet from the eus needle and that the stylet snapped. The procedure was completed by using another one of g31520. The product is available for return and I would like to request a shipping label, please let me know what additional information I can provide to help. Additional information via answered questions received 01-apr-2025. 1. Please describe the location in the body for the intended target site (pancreas, stomach, lungs, etc.) (If lungs, which lymph node was being targeted? E.g., 2r, 2l, 4r, ao, ar, 11ri, 11s, etc.) -pancreas 2. Please describe the size of the intended target site. -unknown 3. Was gaining access to the target site difficult? N/a, yes, no -yes 4. Was puncture of the targeted site difficult?-unknown 5. What is the scope manufacturer and model number that was used? -olympus uct-180 6. Was the scope recently service/repaired? -unknown 7. Was the device used in a tortuous position? -unknown 8. Are images of the device or procedure available? N/a, yes, no -no 9. Was the device damaged on removal from packaging? N/a, yes, no -no 10. Was force required to remove the device? N/a, yes, no -force was required to remove the stylet from the needle 11. When was the issue noted? E.g., on advancement of the sheath/needle or on needle retraction? -the issue was noted after the needled was successfully advanced but before it was retracted. 12. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? (If yes, please specify what additional defect(s) were observed and where on the device this was observed) -no. 13. If not with the device in question, how was the procedure performed and/or finished? -completed with another of the same device, g31520. 14. Did the patient require any additional procedures as a result of this event? N/a, yes, no -no. 15. If additional intervention was performed, was it during the same procedure as the device failure or was it scheduled for another day? -no. 16. Was the device damaged in packaging before removal? N/a, yes, no -no. Per the complaint email: the procedure was completed by using another one of g31520.